Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, an enterprise2 4.5x28mm stent 12 mm dw tip (enc452812, 9584139) impeded in microcatheter hub and could not advance any more. The doctor only retracted the stent alone and switched to the second stent of the same product code and implanted it successfully. The doctor delivered a third stent, an enterprise2 4.5x37mm stent 12 mm dw tip (enc453712, 9493895) which also became impeded in the hub of a prowler select plus 150/5cm microcatheter (606s255x, 31557192) and could not advance any more. The doctor removed the third stent and the microcatheter (mc) from the patient, then switched a second microcatheter and implanted a fourth stent in target site (the second stent and the fourth stent were partially nested together). The surgery was prolonged by about 15 minutes. The patient presented stenosis in the c6-c7 of the internal carotid artery. Additional event information received on 23-jul-2025 indicated that no torque device was used. It was clarified that the stent partially overlapped. The 15 minutes procedural delay did not result in a patient adverse consequence. One picture was received and the review was made by an independent physician the results are shown below: the physician provided one image with this complaint which shows a single image of an extracranial internal carotid artery with two red arrows. The stents are not visible; the image does not provide insights to the reported problem. For an analysis why the stents were impeded in the hub of the microcatheter, it is important to look at a deficiency of the microcatheter (brand and type not mentioned)and the hoop of the stent that was used to deliver into the microcatheter. From the description alone a cause can not be deducted. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the device was attached to a concomitant stent through a y-connector. The concomitant stent was found detached inside the luer hub. One kink condition was found at 20.4cm from the distal end. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The microcatheter was flushed using a lab sample syringe and a lab sample guidewire was inserted through the luer hub of the microcatheter and it was advanced; however, high resistance was met at the kinked area. A manufacturing record evaluation was performed for the finished device 31557192 number, and no non-conformances related to the malfunction were identified the customer complaint is confirmed. The stent detachment suggests that the introducer of the enterprise system was not fully seated in the hub of the microcatheter, causing the stent to expand in the microcatheter's hub, causing the resistance and resulting in the stent component being unable to advance further. It is suggested that the kinked condition is the result of the rhv overtightening. According to the risk documentation, inability to deliver therapeutic device to desired location can result from microcatheter damage during microcatheter insertion into the rhv or guiding/intermediate catheter o sheath. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise 2 4.5x28mm stent 12 mm dw tip (enc452812, 9584139) impeded in microcatheter hub and could not advance any more. The doctor only retracted the stent alone and switched to the second stent of the same product code and implanted it successfully. The doctor delivered a third stent, an enterprise 2 4.5x37mm stent 12 mm dw tip (enc453712, 9493895) which also became impeded in the hub of a prowler select plus 150/5cm microcatheter (606s255x, 31557192) and could not advance any more. The doctor removed the third stent and the microcatheter (mc) from the patient, then switched a second microcatheter and implanted a fourth stent in target site (the second stent and the fourth stent were partially nested together). The surgery was prolonged by about 15 minutes. The patient presented stenosis in the c6-c7 of the internal carotid artery. Additional event information received on 23-jul-2025 indicated that no torque device was used. It was clarified that the stent partially overlapped. The 15 minutes procedural delay did not result in a patient adverse consequence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. One picture was received, and the review was made by an independent physician the results are shown below: the physician provided one image with this complaint which shows a single image of an extracranial internal carotid artery with two red arrows. The stents are not visible; the image does not provide insights to the reported problem. For an analysis of why the stents were impeded in the hub of the microcatheter, it is important to look at a deficiency of the microcatheter (brand and type not mentioned) and the hoop of the stent that was used to deliver into the microcatheter. From the description alone a cause cannot be deducted. A manufacturing record evaluation was performed for the finished device 31557192 number, and no non-conformances related to the malfunction were identified. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.